Event description:
Event description guidant received information that this patient suffered cardiac arrest in the operating room prior to a non-cardiac procedure, and received external shocks. The shocks were successful; however, the clinician noted that they could not interrogate the device, perhaps from the device being "fried". However, the device did pace at a rate of 145ppm, due to the minute ventilation (mv) being programmed to on during ventilattion. The nurse exited the room to obtain a magnet, and as she returned found that the patient had expired. Shortly after this the device was interrogated, verifying that the mv sensor was programmed on at a msr rate of 145ppm. The clinician stated that during resusitation, the surgeon did not have the wand directly over the device and it was not likely that the patient's death was device related.